Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and the overlay tubing of the lead developed a breach due to non-electrical esc (environmental stress cracking) while in vivo. The analyst commented that an in-vivo insulation breach was not observed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant: 457453 lead implanted 2006-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was being replaced as a prophylactic measure when insulation breaches were observed on the proximal lead body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.